Event description:
It was reported that the patient had cardiac arrest at home. The implantable cardioverter defibrillator (ICD) initially withheld therapies due to discriminators. The device delivered 4 anti-tachycardia pacing (atp) and 7 total shocks. After the first shock, the ventricular rates appeared to increase into the ventricular fibrillation (vf) zone and 7 total shocks were delivered by the device. All therapies were exhausted in the episode. An external shock was delivered which appeared to terminate the arrhythmia. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).